Manufacturer narrative:
Continued e1 (phone number): (B)(6). Visual analysis of the photographs identified: device photograph(s) for the device related to the reported event of rupture requested on may 19,2025. It is not possible to determine the lot number or catalog through the photos provided. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported "rupture," diagnosed via MRI. This record is for the left side. Device was explanted and replaced with non-abbvie device.